Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in noise reversion, high ventricular rate (hvr) episodes and pacing inhibition. Programming changes on the rv sensitivity were made; the rv lead will continue to be monitored. The patient was in stable condition.